Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2

Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient found two infusion set tubing twisted events on (B)(6)2024. Tubing was spiraled up tightly. While unwinding, patient found that there were three distinct tighter loops instead of the normal two loose loops. The set was in use for four hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.